Event description:
The physician intended to use an endeavor sprint rx drug eluting stent to treat a severely calcified lesion in the mid rca. It is reported that the lesion had stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device could not cross the lesion due to severe calcification. The physician then discontinued the procedure. The device was returned to the manufacturing facility and the stent was observed to be damaged. No patient complications reported. Evaluation summary: the distal tip was deformed. The stent was positioned incorrectly as the proximal stent segments were over the proximal marker band. The 7th, 8th and 9th distal segments were misaligned with slightly raised struts.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient's condition affected effectiveness of device (stenosis, severe calcification). Deformation issue (stent deformation). Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (stenosis, severe calcification). (B)(4).